Event description:
It was reported that during a procedure, the twinfix anchor broke and a part remained in the patient. A replacement was used but it broke as well; however, all the pieces were removed using tweezers and forceps. The procedure was completed using a smith and nephew back up device in an additionally drilled bone hole. A void was left in the patient. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h6 a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A clinical review states that the clinical root cause of the reported events could not be determined, and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. The twinfix anchors are implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further risk to the patient is anticipated as a result of the additional bone hole. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.